Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was displayed as "high", but the specific value was not provided. The customer addressed the high blood glucose by administering a correction bolus via the pump. The customer changed pump supplies and resumed insulin therapy. Reportedly, the customer used humalog insulin longer than 48 hours. Tandem technical support educated the caller humalog is safe for 48 hour use.